Event description:
During insertion, the guidewire coiled inside the pt. The 8 fr. Iab and wire were removed and a non datascope guidewire was used and the iab worked fine. The guidewire was discarded and will not be returned to datascope for eval. (Event complications: unk - reported 9/14/98. (Pt's current status: unk - 9/14/98.